Event description:
Return to (B)(6) on (B)(6) 2013 with biliary leak from lap chole bone on (B)(6) 2013. On (B)(6) 2013, endoscopic retrograde cholangio-pancreatography report: opacification of the biliary system shows contrast extravasation from cystic remnant duct. Sphincterotomy was performed and pancreatic and biliary stent were placed. This event discovered when pt returned to hospital. This occurred during the time that we had a cluster of clips failures from the clip applier, reported to the FDA and before we changed vendors.